Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide complaint database search found no additional related reports against the provided product code/lot number combination. Based on the inability to find any additional related reports against the provided product code/lot number combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Event description:
1. Please provide part and lot of the liner. 122132252 lot j8846u altrx lipped 32x52 and 136532710 lot 9191953 dlt ts ceramic head. 2. Affected side involved. Right. 3. Please confirm the year of the previous revision. Was it (B)(6) 2021? Yes it was (B)(6) 2021 (B)(6) 2021). 4. Date of revision? (B)(6) 2021.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a worldwide complaint database search found no additional related reports against the provided product code/lot number combination. Based on the inability to find any additional related reports against the provided product code/lot number combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A. Please provide the lot number of the altrx lip lnr 32idx52od. - na. B. Please confirm if there were any depuy products involved in the previous revision (sep 13) due to infection? If yes, please provide product and lot details. Or if this was previously reported, please provide the complaint number? Yes but I wasn¿t present. C. Was there any suggestion by anyone indicating that there was or may be deficiency with the product(s)? If yes, please provide details. No. D. Affected side involved - na.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision and washout of poly exchange and head removal due to infection. Previous washout and exchange was done on (B)(6) at (B)(6) by the surgeon. Multiple specimens taken during procedure. Doi: unknown; dor: (B)(6) 2021 unknown side.